Event description:
In 2004 pt was involved in motor vehicle accident, resulting in surgery in 2005 for ligament and tendon damage. Pt had an I-flow pain pump for 3 days following surgery. Within 6 months, pt saw physician, which determined there was cartilage deterioration. Pt had surgery performed receiving partial replacement (hemi) of shoulder. Pt once again received pain management therapy from an I-flow pain pump for 3 days. Pt has seen physician recently and now needs another surgery to have total shoulder replacement due to whole socket deterioration. Md says, pt has chondrolysis due to I-flow pain pump.

Manufacturer narrative:
This report was received from the FDA, medwatch (B)(4). As no customer info was provided, no further info could be obtained. Without the contact info, actual product, lot, or specific event info, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed.